Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels. The contact declined to provide any additional details regarding the event and declined troubleshooting with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.